Manufacturer narrative:
The facility replaced the high voltage board to repair the bed.

Event description:
Information received indicates the head and hi/low functions will run down without pressing a function switch.